Event description:
The customer reported to olympus, the colonovideoscope had defects in the air or water nozzle. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to insufficient cleaning. Additional evaluation findings: adhesive on bending section cover had a chip, crack and white-clouded area; air supply volume did not meet the standard value and water removal ability did not meet the standard value due to clogging of the nozzle; adhesives around objective lens and light guide lens had white-clouded area; plastic distal end cover, connecting tube and objective lens had a scratch; paint on air/water cylinder and suction cylinder was peeled. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. The customer provided the following information: the facility stated that they cleaned, disinfected, and sterilized the device. It was unknown if there was any delay in the start of the precleaning, and it was properly implemented. The facility flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It was unknown if the air/water nozzle was cleaned with lint-free cloths/brushes/sponges. The facility flushed the air/water nozzle/channel with the detergent solution. There were no concerns about the reprocessing from the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in cf-xz1200l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-xz1200l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.